Event description:
Patient had port removed in (B)(6) 2022. In (B)(6) 2025, patient reported to her provider she had a small, raised area where the port had been. Ultrasound performed and noted what appeared to be a retained piece of the port. Patient had removal of the remnant successfully on (B)(6) 2025.